Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle libre 3 application during replication that would have led to the reported issue. The customer reported an application problem wherein they were getting an "enable bluetooth" message after updated the phone to ios 17. Attempted to replicate the customer's complaint using similar configurations iphone 12, ios 17.1.2, 3.4.0.7228 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the adc device in use with an iphone 14 pro max with ios operating system version 17. A customer reported an application problem wherein they were getting an "enable bluetooth" message. It was indicated that the customer was provided food for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
An issue was reported with the adc device in use with an iphone 14 pro max with ios operating system version 17. A customer reported an application problem wherein they were getting an "enable bluetooth" message. It was indicated that the customer was provided food for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.